Event description:
It was reported that the patient was diagnosed with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 200 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include nausea, vomiting, and high ketones. The doctor recommended to first to give 5 units of insulin via injection, replace the pod with a new one, then every 15 minutes inject half a unit of insulin. If their blood glucose was going high, they were to give another quarter unit of insulin on top of the half unit. The patient reported the diagnosis, and treatment recommendations were received from the doctor over a phone call. Caller stated the cannula looked a bit bent at the time of the call but is not sure if it was like that when it was removed as the event had happened a few months prior to the call.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.